Manufacturer narrative:
Johnson & amp; johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & amp; johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A2, a4, a5: 77 years old; patient weight and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand tru stay plastic bandages 60ct USA 381370056355 381370056355usd 381370056355usd, lot number: 2692b. D4: UDI#: (B)(4). Upc#: 381370056355, lot#: 2692b, expiration date: na. D10: device is not expected to be returned for manufacturer review/investigation. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on september 26, 2022. H6: health effect clinical code: e1721 also refers to consumer alleged about "lost whole big toe nail because of this band-aid & quot; e2402 refers to consumer "intentional misuse/off-label use & quot; of the product and for went to the doctor and had to put on antibiotic and put the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female 77 year old consumer reported an event with band aid brand tru stay plastic bandage. The consumer put antibiotic on a broken toe nail and put the bandage on it. The consumer experienced an infection in foot and reported she ¿lost whole big toe nail because of this band-aid¿. A health care professional (hcp) was consulted who ¿took whole toe nail¿. Since stopping use of product and treatment, the symptoms have improved for the consumer.